Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
USA. Allegedly, a patient implanted with motiva implants developed bilateral capsular contracture (24111445-36/24111596-20). A revision surgery was performed.